Manufacturer narrative:
Product event summary: critical battery alarms were reported. Four batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple critical battery alarms involving (B)(4). In each instance, the batteries went from a high relative state of charge to 0% relative state of charge. This observation is indicative of a communication error between the controller and batteries. Additionally, several premature power switching events involving the four batteries and power disconnect alarms involving (B)(4) were observed. The power switching and power disconnect alarms were also due to communication errors. These are additional observations not related to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries. An internal investigation investigated communication errors. Of note, the controller, (B)(4), in use during the event did not have the software master record upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery : battery / (B)(4)/ model #: 1650de / expiration date: 2015-10-31 UDI #: (B)(4), return date: (B)(6) 2015, mfg date: 2014-10-31 (B)(4). Heartware ventricular assist system ¿ battery : battery / (B)(4) / model #: 1650de / expiration date: 2015-10-31 UDI #: (B)(4), return date: (B)(6) 2015, mfg date: 2014-10-31 (B)(4). Heartware ventricular assist system ¿ battery : battery / (B)(4)/ model #: 1650de / expiration date: 2015-10-31 UDI #:(B)(4), return date: (B)(6) 2015, mfg date: 2014-10-31 (B)(4).

Event description:
It was reported that critical battery alarms were detected with batteries with a charge that was not less than ten percent. The batteries were exchanged. No patient complications have been reported as a result of this event.